Event description:
Allegedly the patient was revised due to the following complications: metal debris in the bloodstream; tissue damage; tendon tear; persistent pain and decreased mobility (left).

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Manufacturer narrative:
(B)(4).